Event description:
Reporting status: malfunction. Reporting rationale: mislabeling, which could cause or contribute to patient injury. Device issue: mislabeled. It was reported that while unpacking the device, it was noted that the outside label did not match the actual product in the box. Upon inspection of nine other devices, the same scenario occurred. The outside of the box read asahi prowater 180 part # 12776-01, lot # 090112a171 and the product itself has a asahi prowater 300 part # 14935-01, lot # 090113a171. No additional event or patient information is available.